Event description:
It was reported that following this right atrial (ra) lead implant procedure, the patient experienced pericarditis. The physician suspected a small perforation to be the cause. At this time, the physician elected to continue with remote monitoring to see if the inflammation subsides. The system remains implanted and in service. The patient was stable with no additional adverse consequences.